Event description:
Pt was receiving 100% o2 via a vital signs "down's flowgenerator" and aerosol mask. Pt was intubated and connected to vital signs 7.5 cmh2o CPAP valve (part #9007). Pt immediately arrested with development of sub-q emphysema. CPAP valve discovered to be placed "in-line" backwards using a common 22 mm outer diameter adapter. This prevented the pt from exhaling.